Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Since the subject device was not returned to legal manufacture, the reported events cannot be confirmed neither the condition of the device. Therefore, the root cause, neither the cause of occurrence for both events could be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center was giving an error and not showing any images, but after the device was turned off and on again, it worked normally. The issue occurred during an unspecified procedure. There were no reports of patient harm.